Event description:
It was reported that during an unk procedure, an code occurred as soon as the device was connected to the equipment. The device was replaced with another one to continue on. No further info was available. Pt consequence was not reported to the sales rep. Pt info was requested and was unavailable.

Manufacturer narrative:
(B)(4). Eval summary: the instrument was received with the nose cone cracked and loose mount. The hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.